Manufacturer narrative:
(B)(4)

Event description:
Procedure type: lap chole. According to the reporter: after the device was inserted, the sealed part disengaged partly. The piece was retrieved. A new instrument was used to complete the procedure. There was no additional bleeding and no tissue damaged. The operating time and incision were not extended as a result. No patient info available. No patient injury was reported.